Event description:
Information was received indicating that the pump failed occlusion tests three (3) times during testing process. No adverse patient effects were reported.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seal was missing. Review of the event history log showed an occurrence of a "downstream occlusion" alarm. The investigation found that the device duplicated the reported issue and was high to the pump's manufacturing specifications. The investigation determined that a defective downstream occlusion sensor was the cause of the reported issue. Based on evidence and investigation, the complaint allegation was confirmed. The downstream occlusion sensor was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.